Event description:
As reported, during an unknown procedure, the capsure fixation device deployed two fasteners at the same time. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. Evaluation of the returned sample finds the device is out of synchronization and is jammed as received. The deployment of two fasteners on one attempt could not reproduced. Based on the available information and sample evaluation, no conclusions can be made. The most probable root cause is an event occurring during user device interface result in the device to go out of synchronization. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2023. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.